Manufacturer narrative:
MDR 3003442380-2024-04794 - device 2 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced same kind of adhesive events with two infusion sets, which fell off during use on (B)(6) 2024 after being in use for one hour. The patient was not engaged in physical activity, sweating, swimming, or bathing. No dressing or tape was applied over the infusion set but an adhesive aide, IV prep, and skin tac were used. However, the insertion site was cleaned, air-dried and was free of hair. The blood glucose level at time of event was between 100's-200's mg/dl . Patient replaced the infusion set and resumed insulin. No further information available.